Event description:
The customer reported that the system was displaying a precharge failure error message. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the battery.